Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the clips apparently came dislodged in post-op. The pt was re-admitted with bile leakage symptoms. Endoscopic retrograde cholangio-pancreatography was none. The clips were no longer on the duct, they were on the cystic artery.